Manufacturer narrative:
The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation verified system error 322. The cause was identified to be a failed lower link. The lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation process of a spectrum infusion pump it was determined that a the device experienced a system error 322. There was no patient involvement and the original date of the event was unknown.